Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous and mildly calcified coronary artery. A 10/3.00 flextome cutting balloon was selected for treatment. During the procedure, it was noted that the balloon ruptured upon 4th inflation at 6atm. The procedure was completed with another of the same device. No patient complications reported and the patient's status is good.